Event description:
During the procedure, a couple of pieces from the olympus obturator were broken off. Two pieces were retrieved by md during the cystoscopy. Both pieces and the obturator were sequestered. The pieces collected were put together and created the complete obturator tip.